Event description:
The manufacturer received a report that a trilogy ev300 ventilator "doesn't work." No further details were provided. There was no serious patient harm or injury that occurred or was reported. The device was evaluated by a field service engineer (fse). During the investigation, the engineer reviewed the device error logs and identified an error related to the external battery, which required replacement. The engineer also performed an operational simulation with the device powered on. During this testing, a message was observed indicating that the fio2 level is low and that replacement was necessary. No corresponding error logs were available to determine which specific error codes were associated with these observations. Additionally, documentation did not identify which component required replacement to address low fio2 condition. Available service documentation did not specify a definitive root cause or the component responsible for the reported issue that the device "does not work." The ventilator successfully passed all further maintenance testing and was reported to be operating successfully.

Manufacturer narrative:
The reported failure of "doesn't work" is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.